Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that customer should revert to back up plan. The caller attempted to prime several times, but the alarm reoccurred and insulin squirted out. No further information was provided.